Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the telescope assembly. Microscopic inspection revealed the distal housing of the transducer to be complete with no shattered pieces. The guidewire exit port was in good condition. A partial detachment was noted at the distal end of the tip. During functional testing a test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that tip damage occurred. An opticross 6 hd imaging catheter was prepared for use in the normal fashion. Both the physician tried multiple times to load the catheter onto the guidewire, however, they were not successful and tip damage was noted. The procedure was completed with another of the same device. There were no patient complications. However, returned device analysis revealed partial tip detachment.